Manufacturer narrative:
Investigation of this event is still in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during a lens implant, haptics were missing after the lens was injected into the eye and they were left in the injector. There was no damage to the capsular bag or loss of vitreous fluid. The incision was enlarged and sutures were required. Another model lens was implanted with no issues. The prognosis of the patient is good.

Manufacturer narrative:
The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b+l for evaluation. Visual inspection found one haptic has been torn from the optic and is missing. The other haptic is bent. The missing haptic was found caught in and sticking out of the closed drawer. Functional testing cannot be performed due to the damage. Based on the current information, the root cause of the event could not be conclusively determined; however, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have caused or contributed to the event.